Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon exploded. The procedure was completed with this device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event). Block h6: device code a0402 captures the reportable event of balloon burst. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon exploded. The procedure was completed with this device. There were no patient complications reported as a result of the event. Additional information received on june 29, 2021 indicated that the patient's condition following the procedure was reported to be fine.